Event description:
The target lesion was the distal right coronary artery (rca). The lesion was an in-stent restenosis of a bare metal stent (bms). It was eccentric, calcified and flexion lesion. Aha/acc classification of the vessel was type b2. The vessel length was 5mm and the vessel diameter was 3.5mm. In 2008, in-stent restenosis of the bms (non-cordis, implanted 6/08) was observed. To treat the isr, the lesion was pre-dilated with a balloon (3.5/15mm) at 14 atm for 35 sec. A cypher (3.5/18mm) was implanted at the lesion. It was dilated at 20 atm for 25 sec. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3, after the procedure was 3. Act was not measured. There was no thrombus observed at the lesion when the cypher implanted. Twenty-four days later, the patient complained of chest pain and visited the hospital. The patient was diagnosed with myocardial infarction and cag was conducted. Thrombus was observed from the proximal edge to inside the implanted cypher. A fracture was also observed at the middle position of the implanted cypher. As a treatment for the thrombotic event, aspiration and poba with a balloon (name unknown: 2.5/20mm) was conducted. Then a bms (name unknown: 3.5/32mm) was implanted inside the cypher. Post-dilatation was conducted with a balloon (name unknown: 3.75/15mm). The pressure and the inflation time were unknown. Then ivus was conducted. The patient remains hospitalized because of dialysis treatment and treatment for heart failure. Additional information will be submitted within 30 days of receipt.